Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n160643004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient next refill date was on (B)(6) 2015 and it was filled 1-2 days later and it did not alarm. The patient physician would not fill her pump until the following week. The patient nursing home took the patient to the hospital and she did get it filled there. There were no reported symptoms as a result of the event. The pump was used to infuse baclofen.